Event description:
It was reported that the patient presented in clinic. It was noted that no capture was observed on the right ventricular (rv) lead. During a procedure to extract the rv lead, the lead would not come all the way out and was therefore capped (B)(6) 2026 and replaced. The patient was stable before, during and after the procedure.